Manufacturer narrative:
Isi has not received the permanent cautery hook instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon claimed that electrical energy from the permanent cautery hook instrument allegedly caused a thermal injury on the patient's bowel. However, at this time, the root causes of the customer reported failure mode and intra-operative complications are unknown.

Event description:
It was reported that during an endometriosis resection da vinci-assisted surgical procedure, the electrical energy from the permanent cautery hook instrument allegedly burned the instrument and caused a thermal injury on the patient's bowel. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the surgical procedure was recorded on video; however, isi has not received a copy of the video. The initial reporter confirmed that the site did witness arcing from the permanent cautery hook instrument when the monopolar energy was activated. As a result, the patient¿s bowel was injured. It was confirmed that the surgeon placed a suture on the bowel to repair the thermal injury in order ¿to prevent a fistula formation". It was confirmed that there were no collision of instruments. The fenestrated bipolar and cadiere forceps instruments were in use along with the permanent cautery hook instrument when the arcing event occurred. It was confirmed that the instruments were inspected prior to use; however, the cannulas were not inspected. The force fx generator was used and the coagulation and cut mode were reported to be in medium settings. The procedure was completed with a back-up permanent cautery hook instrument. The patient is reported to be recovering well with no subsequent post-operative complications.

Manufacturer narrative:
The following additional information was obtained related to this event. Based on the product event verification and logs, it was confirmed that the procedure was on (B)(6)2019. The permanent cautery hook instrument, part number (B)(4) and lot number n10180118-672, which was returned for failure analysis, was last used on (B)(6) 2019 on system (B)(6). The procedure that was performed was a low anterior resection (lar).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: device available for evaluation, date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, event problem and evaluation codes, and additional manufacturer narrative and/or corrected data. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was found to have a broken or dislodged conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Thermal damaged was observed near the conductor wire-yaw pulley entry. Visual inspection also shows thermal damage present on the proximal clevis. One side of proximal clevis exhibits charring, same side as conductor wire breakage. Charring on clevis is likely related to wire breakage. Wire breakage is not at the weld, but at the outer edge of the yaw pulley. Conductor cap also exhibits thermal damage and localized melting near the wire break location. It is possible the wire may have gotten pinched between the conductor cap edge and the yaw pulley, causing wire insulation damage that created a path for arcing.

Event description:
Refer for additional information.